Event description:
It was reported that thrombosis occurred. A bifurcation stenting procedure was performed using a synergy xd stent. Post procedure, stent thrombosis occurred.

Manufacturer narrative:
Date of event: used the first day of the aware date month as the event date as it was not provided.